Event description:
(B)(4). This device case, which does not contain an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient (gender, age, and ethnicity not provided) the patient was using an unspecified medication for an unspecified indication via a humapen memoir burgundy device. It was reported that something was wrong with injection screw on the humapen memoir device and the patient was having difficulties with the electronic display. Upon investigation of the device on (B)(6) 2012, it was noted that the there were missing segments in the dose numbers. This case was associated with a product complaint (B)(4) /lot number 0909c01. The user of the device was unknown. The training status of the user and length of time the device had been used were not provided. Update (B)(6) 2012: additional information received on (B)(6) 2012 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the medwatch and EU/ca fields; and updated the narrative.

Event description:
(B)(4). This device case, which does not contain an adverse event, reported by a pharmacist who contacted the company to report a product complaint regards a patient (gender, age, and ethnicity not provided) the patient was using an unspecified medication for an unspecified indication via a humapen memoir burgundy device. It was reported that something was wrong with injection screw on the humapen memoir device and the patient was having difficulties with the electronic display. Upon investigation of the device on (B)(4) 2012, it was noted that the there were missing segments in the dose numbers. This case is associated with a product complaint (B)(4)/lot number 0909c01. The user of the device was unknown. The training status of the user and length of time the device had been used were not provided.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. No further follow up is planned. Evaluation summary a pharmacist reported on behalf of a patient that there were difficulties with the electronic display of their humapen memoir. Investigation of the returned device (batch 0909c01, manufactured september 2009) found missing segments in the dose display. The root cause was determined to be a cracked lcd interconnecting cable. In addition, ingress by an unknown liquid caused damage resulting in rust, residue, and corrosion in several locations in the device. A house sample review did not identify any other devices with missing segments. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in q1 2012 beginning with batch 1109c01 to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. A corrective action was implemented in q1 2012 beginning with batch 1109c01 to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed.